Manufacturer narrative:
D4 and g4: 510k are unknown. No information could be found based on the provided serial number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump screen turns white when turning on and makes a beep. This event occurred during infusion. There was patient involvement but no harm.

Manufacturer narrative:
One device was returned for investigation. It was reported that the pump screen turns white when turning on and makes a beep, they already replace the battery, turned on and off. There was patient involvement but no harm. No relevant laboratory data or additional medical treatments were reported. During the event, the infusion was promptly transferred to a different cadd solis pump and restarted as soon as the issue was discovered. The patient remained stable throughout and did not require any intervention. Confirmed by performing visual and functional pvt, found the lcd is blank white. It is defective. Device is deemed as out of box failure because the blank lcd. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.